Manufacturer narrative:
On (B)(6) 2015 the medical affairs director made the following comment: only a fluoroscopic image is available for this case, which does not allow a thorough evaluation. The acetabulum of the patient looks rather shallow, and the original cup seems to have gone beyond the acetabular bottom and progressed into the pelvis. We do not know if this was the case at primary surgery or if this is the result of a migration path of the cup. However, there are no information sufficient for a reasonable hypothesis to be made as to the root cause for failure. In case this position of the cup was the result of primary operation, this may have contributed to its mobilization as it was most difficult for the implant to find a mechanically stable environment to lock itself in. Batch review performed on 26 november 2015: lot 145990: (B)(4) items manufactured and released on 07 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in complaining of pain in her left hip. The patients versafitcup cc trio was loose. There was no infection and the reason for the cup loosening is unknown. The medacta stem remained in the patient. The surgery was completed successfully with new cup, liner and ball head. The explants will not be returned for analysis. An x-ray is available.

Manufacturer narrative:
On 25 january 2016 it was prepared a final report with the information already submitted in the initial report. On 26 january 2016 the report was sent to the initial reporter and the case was closed.